Event description:
Note: this report pertains to one of three complaint devices used in the same procedure. Manufacturer report # 3005099803-2014-03802 addresses the ultratome xl, while manufacturer report # 3005099803-2014-03803 addresses the extractor balloon, and manufacturer report # 3005099803-2014-03815 addresses the jagwire guidewire. Boston scientific corporation became aware of this event from a television media report on (B)(6), 2014. It was reported that an extractor retrieval balloon, an ultratome xl, and a jagwire guidewire were used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2014. According to the complainant, during the procedure, a biliary stone removal was performed and completed using these devices with no reported malfunctions. Following the ercp procedure, the patient felt pain. ¿based on the media report, the patient went to surgery post ercp followed by an infection.¿ on (B)(6), 2014 the patient died. It was reported that the patient had no comorbidities that may have contributed to the death. The cause of death is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.